Manufacturer narrative:
Concomitant medical products: cd2231-40 ICD implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system replacement, the right ventricular (rv) lead helix could not be retracted. Sutures were applied to the lead and a onetie was used on the lead when the locking stylet fractured. A sheath was advanced over the lead with moderate difficulty due to calcification along the lead and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was removed due to a "malfunction." It was not stated what the malfunction was.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.